Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during the procedure of an endometrial polyp resection by hysteroscopy, at the moment of using the loop, through the lens it is evident that the gyneco bipolar loop is broken with 1 use out of 4, it is necessary to use another gyneco bipolar loop with 1 use out of 4, this does not cause any harm to the patient. No harm to patient, user or third reported.